Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04598/-04599).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 in which the m2a hip system was implanted. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, dysfunction and elevated metal ion levels. Subsequently, patient was revised (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to pain. Operative report further noted a slightly retroverted acetabular cup during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 in which the m2a hip system was implanted. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, dysfunction and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of the invoice history indicates patient was revised (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
Patient¿s legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 in which the m2a hip system was implanted. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, dysfunction and elevated metal ion levels. A revision procedure has not been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.